Manufacturer narrative:
The delivery pusher was returned without the implant coil and evaluation of the device could not determine the event cause. (B)(4).

Event description:
Off-label treatment for intestinal bleeding. During the procedure, it was reported that two coils became stuck as they were individually advanced through the progreat 25 catheter. Upon removal of each coil, they were found detached inside the introducer sheath.no injury was reported with the patient as a result of the procedure.same event as MDR# 2029214-2013-00384.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).